Manufacturer narrative:
The actual event date was not provided; this date is based on the date of publication of the article. It was not possible to match this event with a previously reported event.

Event description:
Vrba, I. Ziconotide- new possibility in the intrathecally analgetic treatment, our experience. Bolest. 2012. 15(2):62-72. Summary/reported event: the fourth man tested was a (B)(6) man suffering from fbss with mixed heavy pain, with whom already three years ago, after the exhaustion of standard therapy, an intrathecal application of morphine was tested in a trial period. The gradually increasing doses from 0.3 to 1.0 mg/day modestly improved the perception of pain, but also caused significant side effects (itching on the basis of allergies, urinary problems up to anuria with the necessity of introducing a urinary catheter). Even then, after testing and examinations for certain psychosocial and personality problems, nnh's multidisciplinary neuromodulatory commission did not recommend the neuromodulatory treatment. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received. (B)(4).